Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 136.8°f. The likely cause was identified as corroded and worn collet parts. It was also noted that the motor was heavily grinding, carrier cone and o-ring were damaged. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return and return in less than 90 days from purchase or repair. It was also reported that there was no procedure delay.